Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The device was returned for evaluation and it was identified that the device was able to infuse with no issues noted, therefore the investigation is unconfirmed for the reported failure to infuse. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1618000 port and catheter allegedly failed to infuse. This information was received from one source. One patient was involved and there was no reported patient injury. The female patient is (B)(6) years old, weight was not provided.